Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. The displacement, prime, basic occlusion, occlusion and no delivery tests could not be performed due to no button response. The device was tested with a test keypad and no frozen display was noted. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen was frozen when trying to bolus and the insulin pump alarmed button error at least 4 times. Blood glucose value was 286 mg/dl. She stated that she was pushed into the pool. The device was returned for analysis.